Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that a power on reset (por) had occurred. Patient services reviewed with the patient that therapy had turned off and was reset to shipping parameters. The patient stated that she doesn't use the patient programmer (pp) very often, just to make adjustments. The patient turned the device off to have acupuncture ("dry needling") and when she went to turn the stim back on, she received the call your doctor screen. Pt said she replaced batteries however that didn't make a difference. The patient reported a return of her symptoms, fecal incontinence. No further complications were anticipated/reported.